Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This file represents the introducer. The related manufacturer device report number 1220648-2025-46049 represents the pump.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Post implant patient began to go into respiratory distress during catheterization and dropped her pressure. Levophed started. Patient intubated and decision made to place impella support. 6fr sheath exchanged for impella 14fr peel away sheath, pigtail catheter advanced to ventricle, abiomed wire advanced and pigtail catheter removed. Impella device advanced. Peel away sheath removed and repositioning sheath advanced. Physician concerned about bleeding at site and wanted to reinsert sheath. Impella was turned off and removed. Pigtail catheter removed and impella cp advanced. Pump turned on and increase to p9 with no issues. Cardiac surgery and vascular consulted due to ischemia in the right leg. Decision made to leave in peel away sheath and place an antegrade 6fr sheath past the impella sheath, this was done successfully connecting the peel away and 6fr sheath and were able to get doppler pulses . Patient was weaned. Rt leg was becoming ischemic so decision was made to remove the device and hold pressure due to peripheral vascular disease,. Patient started decompensating 25 minutes into the manual hold, patient coded for an hour, suspect rectoperineal bleed due to hemoglobin drop from 8.1 to 4 .